Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The lead was returned with the helix was fully retracted. The helix was able to be extended and retracted within specification. (B)(4).

Event description:
It was reported that during the implant procedure, the lead helix would not deploy. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.